Manufacturer narrative:
There is no medical device type for this device as it is manufactured outside the us and not sold in the us. (B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, the customer's indicated failure mode for tube push off was observed with lot 7262855. No tube push off was observed from the retention samples from lot 7290639. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for tube push off with the incident lot was observed with lot 7262855. Root cause description: based on the investigation, the most likely root cause was determined to be related to the manufacturing process. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7262855, medical device expiration date: 09/30/2020, device manufacture date: 09/19/2017.

Event description:
It was reported that bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder was experiencing tube push off.